Manufacturer narrative:
Report confirmed. Eval determined that attachment was damaged by tool contact. It was also noted that the leg was bent. On f/u, it was noted that this was identified during cleaning and it was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged, excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff." The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break injury to pt, operator and/or operating room staff."

Event description:
Device returned for repair with report of will not retain tools. No pt impact reported. Repair request escalated to complaint on eval due to the attachment being damaged by tool contact. On f/u, it was noted that this was identified during cleaning, and it was confirmed that there was no pt impact.